Manufacturer narrative:
Trackwise #(B)(4). Event description: on (B)(6) 2021, (B)(6) reported that during a coronary artery bypass procedure using acrobat-I stabilizer z, surgeon attached the device to the retractor, when he turned the handle to get it to lock down, the device would not catch, multiple times were attempted without success. They opened a new device and set this one aside and continued the case with the new device without issue. No effect to the patient. The reported acrobat-I stabilizer is from the lot 3000155496. The investigation has been started, since the complaint was received, and the following contents has been conducted: DHR review: the DHR of the reported lot 3000155496 has been reviewed. No non-conformity is observed indicated the reported failure. All the products had been performed 100% mechanical function test during production. They all passed the function test, which demonstrate the knob can be tighten and also can tighten the link arm. Trend review: in the last 12 months, 15th sep 2020 to 15th sep 2021, the occurrence rate is approx. (B)(4). There¿s no similar complaint reported for this reported lot 3000155496. Returned product evaluation: the device was received on sep. 22nd 2021, the following contents have been done: visual inspection: no visual defects were observed on the product; functional test: rotating the knob, knob shows stuck during clockwise tightening, anti-clockwise lose the knob, then knob can be tighten and link arm can be tighten. And also knob shows idle rotating during clockwise tightening, and then, knob can be tighten and link arm can be tighten. To check this knob idle rotating and stuck abnormal phenomenon during tightening, the stabilizer was disassembled to check the relevant assembly and component status. Disassemble and examine the assembly according to the applicable instructions found in the manufacturing process instructions knob assembly mp-bh-0005. It is found that both sides lead in thread on acme nut broken to pieces. Verify 2 to 4 threads of the acme screw are exposed past the housing mount. It shows about 3 threads out of the housing mount, the returned product is conforming to this requirement. Check the pilot crimping and its position, the pilot crimping is conforming, without defects on it, and its position is there without moving. Replace with the acme nut from lot 3000170618 used to conduct simulate use to check the function of the returned product. Test 30 times, according to IFU, assemble the device securely onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. Evaluate the knob for its ability to tighten the flexlink arm while the locking lever in both the locked and unlocked positions. There¿s no knob tighten issue happened, the knob rotating smoothly without idle rotating, and the link arm can be tightened. The stabilizer was further disassembled to check the relevant components' dimensions, the dimensions are conforming to the drawing requirements, there's no non-conformity observed indicated the reported failure. Base upon the above evaluation, the knob idle rotation and stuck during tightening would cause by the acme nut lead in thread broken, since the broken lead in thread would potential not smoothly engage or even not engage with the acme screw lead in thread during tightening. However, there's no non-conformity observed indicating the acme nut thread broken or defect from raw material inspection. All the products had been performed 100% mechanical function test during production. They all passed the function test, which demonstrate the knob can be tighten and also can tighten the link arm. There¿s no deficiency identified from production relevant to the mechanical issue- knob difficult/ unable to tighten-arm does not lock prior to this complaint. It is not indicated that it is the product problem, and also not indicates a manufacturing defect caused or contributed to the reported failure during the investigation. Complaint historical data has also been reviewed, the failure knob difficult/ unable to tighten-arm does not lock has happened before and has been investigated. The most probable root cause for the acme nut lead in thread broken could be that rotating to lose the knob anti-clockwise rapidly for several circles and then rotating to tighten the knob clockwise rapidly, or rotating the knob leaner or too much strength used, which cause acme screw misaligned with the acme nut lead in thread, acme nut lead in thread broken, then the knob could not be tighten, and link arm could not be tightened.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer z. Surgeon attached the device to the retractor. When he turned the handle to get it to lock down, the device would not catch. They sated the device would rotate but not engage and lock in place. Multiple times were attempted without success. They opened a new device and set this one aside and continued the case with the new device without issue. No effect to the patient.